Manufacturer narrative:
Evaluation summary: customer report of degeneration was confirmed through observed calcification and host tissue overgrowth. Report of insufficiency was confirmed through observed leaflet tears. X-ray demonstrated wireform intact and distorted around leaflet 1. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the free margins of all three leaflets. Leaflet 1 had a 5mm tear near commissure 1 and leaflet 3 had a 4mm tear near commissure calcification was evident at the tears. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflets 1 and 2 and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Sutures remained attached to the sewing ring near commissure 1 and around leaflet 3. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, it was determined that the root cause of this event was heavy calcification on all three (3) leaflets and heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance as demonstrated in the device evaluation. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm 3300tfx aortic pericardial valve was explanted after an implant duration of approximately six (6) years and 10 months due to symptomatic degeneration and grade 2+ aortic insufficiency. A 19mm inspiris valve was implanted as replacement with no reported complications. No other details were provided.

Manufacturer narrative:
Reference CAPA-20-00141.